Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the left common femoral artery using a starclose se device after an electrosurgical resection procedure. Reportedly, resistance was detected during thumb advancement in step 3. The thumb advancer could not advance further and the exchange sheath hub was detached from the device. The thumb advancer was pulled back, the safety release was slid forward to collapse the locator wings, the plunger was disengaged and the clip applier removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician confirmed that the first step had been performed correctly an audible "click" was heard, and postoperatively, the positioning wings were observed to have opened within the sheath. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported loose connection and failure to deploy the thumb advancer were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to use error. In this case it is likely that the loose/ intermittent connection was due to inadvertent improper attachment technique, misalignment or incorrect angle or twisting. The sheath not properly connected to the clip while depressing the plunger likely led to the difficulty advancing the thumb-advancer. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.